Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be the o2 mixer assembly defective. The problem has been solved by changing the o2 mixer assembly and the device worked properly afterwards.

Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful.